Event description:
A (B)(6) male patient called a zoll territory manager to report that he kept receiving check belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check belt alarms) was confirmed. Upon investigation the distribution node (dn) to front therapy electrode cable was failing intermittently. The cause of the intermittent failures was a pinched pulse wire. The root cause of the pinched wire could not be positively identified. No adverse event resulted from the pinched wire. The patient received a replacement electrode belt.